Event description:
The treating nurse practitioner reported that high impedance was found upon performing diagnostics (dcdc=7) on the patient's device. No patient manipulation was suspected to have contributed to the high impedance, and the patient was unable to recall any trauma. The device was recommended to be turned off, as recommended in manufacturer labeling. The patient was being referred for surgery. X-rays were not planned. Follow-up with the treating np revealed the high impedance was first observed on (B)(6) 2013 in both normal and system diagnostics. Previously in (B)(6) 2012, diagnostics were within normal limits. The device was not turned off as recommended, but the patient was referred for generator and lead replacement surgery. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Review of manufacturing history records. Review of lead manufacturing history records confirmed all quality tests were passed prior to distribution.

Event description:
The patient had generator and lead replacement surgery on (B)(6) 2013. The explanting facility does not return explanted products to the manufacturer, per hospital protocol. Therefore, analysis cannot be performed.